Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to loss of benefit. There are no plans to reimplant the patient with a new device as of the date of this report. This report is submitted on january 13, 2023.